Manufacturer narrative:
Reported event was confirmed with medical records and product return. Visual inspection identified that a portion of the rim had fractured and the fractured portion was not returned. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: the patient had multiple episodes of instability and dislocations. Leg length discrepancy identified. There was abundant scar tissue in the capsule. There was superior and posterior liner fracture. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: edi 00620205222, lot 62404024, tm shell 52mm. Edi 00625006535, lot 62417755, screw 6.5x35mm. Edi 00625006530, lot 62318801n, screw 6.5x30mm. Edi 00630505032, lot 62429327, longevity liner 32mm. Edi 00785001420, lot 62314469, versys stem eo size 14. Edi 00785901200, lot 62455120, versys distal centralizer 12mm. Edi 00877503203, lot 2694500, biolox head 32mm+3.5 simplex cement. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient had initial right total hip arthroplasty. Subsequently, the patient was revised approximately 5 years later due to instability, limb length discrepancy, and dislocation. During the revision, abundant scar tissue was noted as well as liner fracture. The head and liner were exchanged without complication. Attempts have been made and additional information on the reported event is unavailable at this time.